Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, the device was found to be at premature eos. Device replacement will take place at the end of the month.